Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a charging problem in which the charger¿s indicator blinked green on multiple outlets and the pump did not reach a full charge, consistent with a device charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. At the time of this report, the device investigation has not been completed and the cause is undetermined. If the device is evaluated, a supplemental report will be filed.